Manufacturer narrative:
While there is no indication that serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that after curing calibra ceram translucent, the color was off. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
This event was submitted in error and does not meet the criteria for a reportable event. Please diregard the original report.